Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported implant was received for investigation alongside a prosthetic. Visual evaluation of the as returned product identified a heavy coating of bone residue around the implant and a fracture of the implant's collar. There were noticeable gouges around the collar, likely from the removal process. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. The implant was in placed at tooth location # 19 and was in place for approximately 3 years. A device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the implant fractured. The product was returned and the reported complaint is confirmed through visual evaluation of the returned product. A definitive root cause for this complaint could not be determined. The following sections have been updated: d4: expiration date, UDI. G4: date received by manufacturer. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H4: device manufacture date. H6: evaluation codes.

Manufacturer narrative:
(B)(4). Additional PMA/510(k) number ¿ k011028 / k013227.

Event description:
It was reported that the platform of implant body was fractured. The implant was removed and another implant was placed.